Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that three vertical black lines appear in the gastrointestinal videoscope image during setup. There was no patient injury reported.